Event description:
Edwards received notification that a 290025mm valve was explanted from the aortic position after an implant duration of three (3) years and ten (10) months due to early degeneration leading to stenosis (mean gradient 40mmhg). The leaflets were thickened especially in the anatomical position of the right cusp. Before the reoperation, the patient received apixaban and it was discontinued due to the operation. Three weeks after the operation it was decided to take it again. Reportedly, the valve' started to show signs of increased gradients two years after implantation. A 3300tfx25mm was successfully implanted in replacement. As reported, patient was noted as to be strictly asymptomatic after the procedure, was in good health and was discharged home.

Manufacturer narrative:
Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer) and h6 (device code(s).

Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date). Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including insulin dependent diabetes.

Event description:
Edwards received notification that a 290025mm valve was explanted from the aortic position aftetr an implant duration of three (3) yeras and ten (10) months due to early degeneration leading to stenosis (mean gradient 40mmhg). The leaflets were thickened especially in the anatomical position of the cusp right. A 3300tfx25mm was successfully implanted in replacement. As reported, patient was noted as to be strictly asymptomatic after the procedure.

Manufacturer narrative:
H3: product evaluation: the subject device was returned for evaluation. Customer report of degeneration led to stenosis was confirmed. X-ray demonstrated wireform intact, heavy calcification was observed on leaflets 1 and 3, and moderate calcification on leaflet 2. Extrinsic calcific deposits were observed at the free margin of leaflets 1 and 3 near commissure 1 and 3 on the inflow aspect. Leaflet 3 had approximately 4mm tear on the free margin into the cusp at the center of the leaflet. Calcification was evident at the tear. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 on the inflow aspect and 3mm on leaflet 2 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Hematomas were observed in all three leaflets on the outflow aspect. The cloth was cut at multiple locations around the sewing ring. Metal band was exposed around the valve in the inflow aspect. Suture holes were visible around the sewing ring. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.